Event description:
It was reported that the patient presented in the clinic due to pocket erosion. The pacemaker was explanted to resolve the issue. The patient was in stable condition throughout the procedure.